Manufacturer narrative:
The customer¿s report that during an infusion of the drugs amiodarone and epinephrine the modules turned off two times with a communication error could not be confirmed as stated, nor could the time of the event occurring at 0517 on (B)(6) 2016 be confirmed. The pcu event log indicated for the reported drugs involved the infusion occurred around the time of 7:37am to 7:49am on (B)(6) 2016. The infusions were interrupted with a channel disconnected error occurring. The pump module event log for one of the incidents indicated the power was interrupted. The other pump module involved was not returned preventing the ability to determine if the event was power related or communication related. The investigation testing replicated a power interruption with the pump module attached at the right side of the pcu and replicated a communication error with the pump module attached at the left side of the pcu. The inspection process found both the left and right iui connectors on the pcu to have excessive visible amounts of contamination / corrosion on the pins. The pcu iui connectors could have been the source for the customer¿s incident. The left iui connector on the pump module sn (B)(4) could have also been a source for the incident that occurred with this pump module. The condition of the iui connectors on the other involved pump module sn (B)(4) could not be investigated because this device was not returned. The iui connectors considered as the source for the customer¿s incident were noted to have an age over 5 years on the pcu and over 4 years on the lvp and were the originals installed during manufacturing. The root cause for the communication error is due to the presence of contamination / corrosion on the pins of the iui connectors.

Event description:
The customer reported that during a code with a pulseless patient where amiodarone and epinephrine infusions were administered, the customer reported the module turned off two times with a ¿communication error¿ message displayed. Devices were sequestered. Although requested, no other event or patient information was provided.